Event description:
Two meshes were installed in 2005, one small in upper abdomen and one large composix kugel lower by laparotomy fixed with sutures ethibond oct-1. Doctor operated on patient in 2009, for hernia recurrence because of dehiscence. Surgeon found big fold in mesh in the lower abdomen with a lot of ruptured sutures and adhesions very adherent to eptfe side but not going through it. Could hardly remove adhesions on eptfe side and small bowel stick on it. Very long and tedious dissection done, caused one enterotomy. Upper mesh left in place but lower mesh removed. Composix kugel ring was intact. Mesh was sent to pathology.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.